Manufacturer narrative:
Film evaluation summary: the exact cause of the type I endoleak reported during implant could not be determined from the pre-implant films provided. Films during implant were not available for review and the endoleak could not be assessed. The pre-implant films revealed that the proximal neck contained thrombus and was conical-shaped, ranging in diameter from 32 ¿ 35mm along a 20 mm neck length. The neck was also severely angulated to ~65 deg a-p. It is possible that the patient¿s challenging neck anatomy may have contributed to the reported type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 80 mm diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery was 32 mm, and the length of the proximal aortic neck was 15 mm. There was minimal angulation and vessel calcification present, however there was significant vessel tortuosity. It was reported that during the index procedure, a type ia endoleak was noted. A cuff was placed the following day as treatment, which resolved the endoleak. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.